Manufacturer narrative:
Additional pro code: dro. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) female patient in respiratory arrest, the device failed to pace and was unable to obtain an ECG signal. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired; however they do not believe this was device associated.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, the clinical data file was returned. Review of the clinical data confirmed the reported malfunction. The data showed that the device was in an ECG lead fault state. Additional information "recieved" from the customer "confimred" that the ECG cable was physically damaged. The device requires an ECG signal to perform on demand (synchronized) pacing. Analysis of reports of this type has not identified an increase in trend.